Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable as lens was removed/ replaced in the initial surgery. If explanted, give date: not applicable as lens was removed/ replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there were loading issues involving a ar40e 20.0 diopter intraocular lens (iol). The iol was fully inserted and then removed from the left eye due to bent haptic. The lens was replaced with an iol of the same model and diopter. The incision was enlarged, and sutures were used. Reportedly, the patient is doing alright. No further information was provided.

Manufacturer narrative:
Device evaluation: the sample was received, but only the box and lens case insert was received, no lens. As the product did not return for the evaluation, the complaint cannot be confirmed and either a product deficiency can be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.